Manufacturer narrative:
Date of event: date is approximate. Some information was previously captured in regulatory report #3004209178-2019-22439. Based on additional information it has been moved to this report, and #3004209178-2019-22439 has be updated as well. Concomitant medical products: product ID: 3889-28, lot#: va1rcf5, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim, for neurogenic bladder. It was reported that the patient fell on their sacrum a couple of days ago and caused it to shift; the lead was ¿falling out of the spine.¿ it was noted that the urologist was going to try to reprogram it to avoid replacing it, but the patient was not confident about it helping. On 2019-dec-10 the patient reported that they were working with the healthcare provider for a revision. Three days later the manufacturer representative reported that the lead may have migrated minimally, but the patient was experiencing painful stimulation down their leg, even when turned off. The implanted system was removed and replaced, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1rcf5, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative stated the patient had cut the lead because it was wasted. No further complications were reported.